Event description:
Additional information received reported that the patient still had concerns with his device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0223z, implanted: (B)(6) 2012, product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was working in the yard today using a backpack gas-powered blower when the patient felt an increase in stimulation that was almost painful. The patient went inside and used his programmer to adjust stimulation down till he did not feel any pain. When the patient tried to reset the device, he increased it up to 3.1 v and reported no stimulation sensation. It was indicated that the patient usually felt stimulation around 1.8 v or 1.9 v. It was confirmed that the device was on and on program 1 at 1.5 v. The patient increased to 2.9 v and reported no stimulation felt. It was noted that the patient had not had any adjustments made to the device since implant. Subsequent information received reported that the patient had been using the blower since october 2012 without any problems. It was noted that the patient did not feel stimulation at 4.0 v. The patient requested compatibility guidelines for emi and magnets. It was indicated that the patient¿s physician had called and was going to work with the patient for scheduling to see the manufacturer representative. Further information received reported that the patient had a shocking or jolting sensation when using the gas-powered backpack blower. It was noted that as the patient was revving the throttle, the patient felt the stimulation ¿increase dramatically.¿ the patient was not aware of voltage actually changing values only that he felt the increase in stimulation. It was indicated that the patient then turned the device off. The location of the patient¿s symptoms were noted as the device and lead locations. The patient had met with the manufacturer representative, who interrogated the system and found impedance measurements to be normal. It was noted that all programming was functioning as intended, and normal amplitude of 1.5 ¿ 2.0 v was seen as the patient¿s usual voltage, although patient may turn it up to 4.0 v occasionally. It was noted that the patient¿s status was good and doing fine at the end of the appointment.